Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The customer was contacted regarding repair details and patient information, but no response received.

Event description:
The customer reported that the ventilator alarmed with high o2 pressure supply and no o2 available. The customer reported that the unit was in use on patient, but there was no patient harm reported.